Manufacturer narrative:
H6-clinical code:4581- pigment dispersion h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -7.50 diopter was implanted into the patients right eye (od) on (B)(6) 2024. Excessive vault and pigment dispersion was reported. On (B)(6) 2024 the lens was explanted and the problem was resolved.